Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. On event date, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with continued right calf cramps from preop. The investigator noted the event as mild in intensity. Pt treated with physical therapy. Pt had cramping in the right calf until somewhere between 1 to 3 months after surgery. The outcome of the event was resolved with treatment in 6/00. The investigator noted this event as unrelated to the admin of adcon-l. The investigator noted a possible explanation for the event as slow resolution of nerve root injury.